Manufacturer narrative:
Device discarded by user facility.

Event description:
Customer reports that the tip of a 2 mm diameter drill bit was noted as broken while in use. The broken off piece was recovered and discarded. A flat plate of the left upper arm/elbow was taken. The result of the x-ray was read by the radiologist who stated, "no retained pieces of drill bit seen". Microaire was notified via (B)(4).